Manufacturer narrative:
Received one 440-2400 in opened original packaging. Lot number was verified. Performed a visual inspection, there was a foreign greenish substance that was at the top of the pad. The foreign substance does appear burned in some areas. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The product has been returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 440-2400, preemie grounding pad, burnt a patient. The injury is not severe. Request for additional information have been made, but to date, have not been received. This report is being raised as patient injury due to the unknown degree of burn.